Event description:
It was reported that a kink and difficulty recapturing occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When deploying the device, the was sheath kinked. The device position was not optimal so a full recapture was attempted but the device failed to fully recapture. The device was deployed and released. No damage and no patient complications were noted.